Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome, postlaminectomy pain as well as spinal pain. Consumer reported about 3 days prior to the report they started having problems with their back and ¿noticed black thing seeping in his skin right where ins is.¿ it was reported that they felt like the ins was moving around and it was causing them a lot of pain. No further complications reported/anticipated.